Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt requested device explanted due to "not working." Good faith attempts to gain additional information have been unsuccessful to date. Manufacturer is pending receipt of products for product analysis.